Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: nephrectomy. According to the reporter: as surgeon fired the device across the renal artery and vein, the knife cut and staples deployed. The staples did not form properly and the vessels re-opened. There was severe blood loss. The procedure was converted to open to stop bleeding. The pt required transfusion. The pt was discharged from the hospital.